Event description:
Per the clinic, the patient under surgery to reposition the receiver stimulator package (B)(6) 2014 due to extrusion. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.